Manufacturer narrative:
(B)(4). The lot was manufactured october 28, 2013-october 29, 2013. The device was received for evaluation. Visual inspection was performed and identified the ruptured bladder. A microscopic inspection was performed and found marking on the exterior surface of the bladder near the rupture. The reported condition was verified, and the cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during manual filling using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.